Event description:
Treatment of an aneurysm. On (B)(6) 2013, the patient underwent embolization treatment. During the procedure, the physician intended to use an x-pedion guidewire to advance an echelon microcatheter into the aneurysm, but observed the distal part of the x-pedion guidewire to be partially damaged. No patient injury was reported as a result of the procedure.

Manufacturer narrative:
The guidewire was returned for evaluation and it was found broken into two segments at approximately 199cm from the proximal end, but the broken segments were retained together by the stretched and unraveled outer coil. Cross sectional analysis of the break surfaces could not determine the cause of failure due to fractographic features on the break surfaces. Guidewire separation.(B)(4).